Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014. During the same surgery, the patient was re-implanted with a new device. This report is filed may 2, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4).